Manufacturer narrative:
(B)(4). Initial reporter: reporter additional information telephone number: (B)(6). Should additional relevant information become available, a follow up report will be submitted

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was unknown whether dianeal and extraneal therapies were ongoing until the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. The cause of the reported event of death could not be determined. Should additional relevant information become available, a follow up report will be submitted.